Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open right hemi-colectomy procedure. The stapler was being used during the anastomosis with the distal ileum and the stump t-colon. Pushing the black thumb knob forward to fire the staples and made the anastomotic staple line. Retracted the knob and checked the status of the staple line. Noticed that the staple line was not complete and there was bleeding from the staple line. In order to resolve the issue and complete the case, used interrupted and reinforcing suture to fix the incomplete anastomotic staple line. There was no patient harm.